Manufacturer narrative:
Product analysis summary: an image shows a shelf carton and the distal and proximal section of an sds device. On magnification of the image, there is deformation evident to the stent. The lot number on the shelf carton corresponds with the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an endeavor resolute rx coronary drug eluting stent was used to treat a severely tortuous, severely calcified lesion exhibiting 94% stenosis in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. Resistance was encountered. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. An image provided indicates stent deformation in vivo during positioning occurred. The patient is alive with no injury.